Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of a photograph, received as part of the complaint documentation, shows the top of a water bottle. Upon review of the picture, the defect noted in the complaint cannot be confirmed. A device history record investigation shows no issues that may have contributed to any quality issues reported. Complaint not confirmed based on the information received. A sample of the physical defective water bottle is needed for evaluation. Root cause unknown. Teleflex will continue to monitor feedback from the customers on issues related to not bubbling on water bottle products.

Event description:
Customer complaint alleges "whilst using the device, for a flow below 4l(liters) per minute, the oxygen goes directly from the oxygen connector to the cannulas connector without going through the water. Beyond 4 liters per minute, the oxygen goes properly through the tube (behind the bottle) and it's bubbling in the bottle." It was reported there were no consequences for the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle (lot 137177) was received for evaluation. The water bottle had an 040 humidifier adaptor attached to the bottle and the trigger was removed from the bottle. Upon visual inspection , it was observed that there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottle was filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 lpm and no bubbles were observed in the bottle. The air flow was slowly increased and no bubbles were observed until a flow of 4 lpm. Based on the investigation performed, the reported complaint is confirmed. A non-conformance was opened to further investigate this issue.

Event description:
Customer complaint alleges "whilst using the device, for a flow below 4l (liters) per minute, the oxygen goes directly from the oxygen connector to the cannulas connector without going through the water. Beyond 4 liters per minute, the oxygen goes properly through the tube (behind the bottle) and it's bubbling in the bottle." It was reported there were no consequences for the patient. Patient condition reported as "fine".